Event description:
The physician intended to place a xact stent in the internal carotid artery (ica). The wire, the filter and the xact stent were delivered without any issues. However, after placement of the stent, it was noted that the stent had been deployed in the external carotid artery. The physician attempted to deliver a second xact stent into the ica, at the intended site, but could not cross through the first stent that had been placed. A xceed stent was used and successfully implanted in the ica. The pt had a massive stroke about 30 mins after the procedure and was placed on a ventilator. The current condition of the pt is unk. This report represents the first xact stent used.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.